Event description:
The external pulse generator (epg) was returned to the manufacturer for calibration, repair of a cracked case, and replacement of a missing screw and hangar. The epg was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery flex is contaminated with corrosion and dust. Battery contacts are compressed, rusted, and corroded. Battery release, knobs, lead flex cover, and battery drawer are contaminated. One bail cover and ring cover are broken. One case screw and both bails are missing. Upper and lower case halves are broken and contaminated. The ring is missing.